Event description:
Same case as MDR 2134265-2012-01757. It was reported that post a stenting treatment procedure, chest pain and stent blockage occurred. The patient presented with a st-elevated myocardial infarction. The physician implanted two promus element plus stents in the right coronary artery. While in recovery, the patient began to have chest pain and was returned to the cardiovascular cath lab. It was identified that "the artery had shut down again". No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).